Event description:
Foreign body described as gelatinous mass of anterior chamber od may have been left in eye by lens injector cartridge during cateract removal surgery with intra-ocular lens insertion. Mass had to be surgically removed in 2004.